Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
After delivering the stent to the left iliac artery the physician attempted to reposition it. As he retracted the stent it dislodged from the balloon. He was able to deploy it successfully. No harm to the patient.

Manufacturer narrative:
Engineering analysis: the complaint details provided indicate that the physician attempted to retract the stent to place it more distal than the original target area. As he retracted the icast, it dislodged from the balloon. The details also indicate that the tight, calcified stenosis of the left iliac may have contributed to the stent being dislodged. The icast was removed from the packaging and inspected to determine the cause of the complaint. The delivery system was decontaminated and inspected for damage. There was no damage seen. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The balloon appeared to have been inflated and deflated during the procedure. The balloon of the stent delivery system was inflated to the nominal inflation pressure of 8atm then to the rated burst pressure of 12atm. No leaks in the balloon or delivery system were noted. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question. There is a possibility that the stent became stuck in the calcification or stenosis while positioning as indicated in the complaint details provided.